Event description:
It was reported that during a right vats, wedge resection, right upper lobe lung procedure, the cartridge popped out of the cartridge channel. Could not keep the reload secured in. Used a like device to complete the case. There was no adverse patient consequence.